Event description:
Device was inserted into apprehensive pt who then developed itchiness and flushing of hands, mouth, feet, chest, and back. Pt also exhibited welts from the scratching. Clinician called the pt's dr and he felt this was a stress response. Clinician reported using the recommended insertion technique and flushed with approx 30cc of normal saline. Pt's b/p went from 110/80 to 160/98. There was no respiratory distress. Benaryl po was given and the symptoms subsided approx 30 minutes afterwards. The device was left in place. A follow-up call the next day indicated the pt was doing fine.